Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H4: the lot was manufactured between july 25, 2024 and july 26, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph showed leakage due to solution spilled inside the outer bag containing the eva bag. The reported condition was verified. The cause of the condition could not be determined; however, it may be due to variation in the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 1000ml exactamix eva (ethylene vinyl acetate) bags were leaking from the administration port. This was observed prior to patient use. There was no patient involvement. No additional information is available.